Manufacturer narrative:
Unit received with cracked lcd window and cracked case at the display window corner. Unit received with all no button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was broken. The customer's blood glucose value was unknown. No troubleshooting was performed. The insulin pump will be returned for analysis.